Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of loosening of pedicle screws post-op. An investigation into the DHR of the part cannot be completed at this time as the rep could not provide the lot numbers of the broken parts. Functional/visual inspection could not be completed as the parts were not returned. However, the sales rep was contacted by the complaints coordinator, and the rep noted that a revision case was required due to the screws loosening, which was completed successfully. The rep also noted that the patient had poor bone quality. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that on (B)(6) 2025 the patient underwent a spinal procedure using creo mis. Then on (B)(6) 2026 the revision surgery was performed due to the loosening of pedicle screws at l5. The fixation area was extended from l2 to iliac. The sale rep commented that the patient's bone quality was poor. The locking caps were obtained, but the loose mis screws were not.